Event description:
It was reported that the patient felt "lousy." A holter was placed on the patient and "external noise" was picked up with inhibition of pacing. The patient had an intrinsic rate of 47 beats per minute; however, there were a couple of 3-4 second pauses. Programming changes were discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).